Event description:
Additional information received reported that there was a possible allergic reaction to the dressing or tape. No further information was reported.

Manufacturer narrative:
Product ID 3889-28, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011.

Event description:
Additional information showed the patient recovered without sequela on (B)(6)-2011.

Manufacturer narrative:
Product ID 3889-28 lot# serial# (B)(4) implanted: explanted:; product typ lead. (B)(4).

Event description:
It was reported that the patient had itching with redness following a lead implant for a neurostimulation trial. The symptoms were on the lower back at the lead introducer site where the dressing was. Benadryl every six hours and xylocaine jelly for the lower back area were prescribed. The lead was subsequently explanted because the patient "could not handle" the lead. Post lead explant the patient had a "normal" physical exam that did not indicate any ongoing redness. The specific date of resolution of the itching with redness was unknown.